Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture. Continued h6 (health effect ): f15.

Event description:
Physician reported an intracapsular rupture was seen on ultrasound and MRI but the device was found intact during surgery. The physician further reported capsular contracture, baker grade unknown, "the device was severely deformed by an important capsular reaction", the device has been explanted. This record relates to an unknown side.

Event description:
Healthcare professional later reported capsular contracture baker grade IV. The device has been explanted and replaced with non abbvie product.. This record relates to the right side.

Manufacturer narrative:
D9 date is for photo, device is not returned. Device photo analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.